Event description:
Additional information provided on 07may2021 confirmed the issue was experienced with the introducer.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5. Correction: upon receiving additional information clarifying the failure mode, this event no longer satisfies reporting requirements. It was previously interpreted the catheter was difficult to insert; however, the customer has confirmed that the issue was that the peel-away introducer was difficult to advance through the vein wall. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50, this event is no longer considered reportable. No further reports in relation to this event will be submitted. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during placement of a turbo-ject® single lumen power-injectable PICC, the "lock" of the device could not be advanced through the patient's basilic vein wall. It was also reported that even after using a stiffer wire, the "lock" was still unable to be advanced due to a deformation at the top. A new and "intact" set was able to be advanced without issues. Clarification regarding use of the term "lock" as well as additional information regarding the patient, device, and event has been requested but is currently unavailable.